Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that when trying to unscrew the t-base to place the definitive abutment in tooth location #46 and was not possible to disengage to the implant. Doctor placed the temporary abutment on (B)(6) 2020. Doctor removed the implant and another implant was placed in the same procedure with a tsvb8.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl scr-v mini sbm 3.3mm 3.5mm 8mm (svmb8), abutment and crown were returned for investigation. This investigation was centered only around the zimmer biomet implant and the related event (does not disengage). Visual evaluation of the as returned products identified a severely damaged abutment engaged to the implant. There was bone residue and sign of wear around the external threads due to usage. Device history record (DHR) review for the lot (63384089) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot (63384089) and no similar event or complaint was found. Therefore, based on the available information and functional testing, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.